Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (non-functional response buttons) was confirmed. Upon investigation, the rear response button was non-functional. The cause for the defective response button was an open connection in the response button cable; the response button's trace was cut. The root cause for the cut trace was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A u.s. Distributor returned monitor sn (B)(4) and reported that it had non-functional response buttons.